Event description:
Additional information received on 20oct2020: ¿the device did not kink, but it seemed to get caught up in the transition as it passed into the jugular vein.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k) k171712 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the ivc filter tore a hole in the sheath while the sheath was inside the patient. Physician discarded the device and used a different device to complete the procedure successfully. Physician indicated that the sheath didn¿t kink but the filter got caught in the transition as it passed into the jugular vein. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to instruction for use excessive force should not be exerted in placement of the filter. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, a likely cause is that excessive force could contribute to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Model# unknown, but referred to as a cook ivc filter. Occupation: other healthcare professional. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the ivc filter tore a hole in the sheath while the sheath was inside the patient. Physician discarded the device, and used a different device to complete the procedure successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.